Event description:
Additional information was received from the customer on 13may2021. The event had actually occurred after a procedure. The device will not be returned as it was discarded by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information received from the user facility. An additional customer contact person has been added to the record. The investigation is ongoing, once additional applicable information is identified, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
No device has been returned to date; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified therapeutic procedure, the bottom of the thunderbeat probe reportedly broke off. The procedure was finished using another item. No death or serious injury to the patient was reported.